Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date-(B)(6) 2014, inratio- 2.0, lab- 3.2. Tests performed within 2 hours of each other. Therapeutic range: 2.5-3.5.

Manufacturer narrative:
No lot number was provided by the patient self tester; all of the strips in the box were used and she did not have a package to report the lot number. Further investigation cannot be pursued because there is no lot number info.